Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es the keyboard and screen were unresponsive. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard and screen were unresponsive. A field service engineer dialed into the device and rebooted the medstation. The fse then performed functional testing in the medstation application successfully. The system functioned as intended after the field service engineer troubleshot the device.